Manufacturer narrative:
Additional information about usage of the insulin pump has been received which was not included with the initial report. The information has been provided in section with this report.

Event description:
It was reported that the customer was off the insulin pump therapy for greater than 48 hours prior to the reported incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose because she was not on the insulin pump. The customer¿s blood glucose level ranges between 400 mg/dl to 500 mg/dl and also other blood glucose value mentioned was 300 mg/dl. The insulin pump received failed battery, battery out limit and low power alert. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify unexpected battery power loss anomaly, change or battery lasts less than anomaly and failed battery test alert due to blank display. Device received with stripped battery cap(p) coin slot.